Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar due to high out of range impedances greater than 2500 ohms. It was noted that the patient had fallen about a month ago and broke their foot, however it was not known if that was related. Once the device programming changed to unipolar there were observations of noise. Technical services suggested further testing of the lead and explore change in patient condition. The lead remains in-service. No adverse patient effects were reported.